Event description:
The event involved a plum duo infusion pump that air was in a line under the cartridge and no alarms were triggered. The pump was then tested on the first day using only the 0.5 ml/hr rate, and by the end of the day there were multiple instances where air was present in the line. On day two, a second pump was included, and testing was performed at different rates. All three channels ended with air in the lines, as well as a buildup of air bubbles in the round chambers of the cartridge, there was no reported patient involvement and no reported patient harm.

Manufacturer narrative:
The device is not available for evaluation. A supplemental MDR will be submitted if any updates become available.